Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the reported issue was due to a faulty video connector socket. However, the specific cause of the faulty video connector socket could not be established at this time. Olympus will continue to monitor field performance for this device.

Event description:
The evis exera iii video system center device was returned as part of the asset return process. During routine inspection of the device by olympus, it was found to have no signal from the sdi2 port and no image. There was no procedural or patient involvement associated with this event.

Manufacturer narrative:
The device was returned as part of the asset return process. Device evaluation revealed: the video socket connector was defective in the rocker and required replacement because it did not secure the video wire of the scope for placement in the rocker; there was no signal on sdi2 port. Additionally, the printed circuit board was not functioning and required replacement. There was dust accumulation. The top cover and front/rear panels were damaged and required replacement. Software version was outdated (1.03) and needed to be upgraded to version 4.10. Power switch needed to be upgraded to the latest version. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.